Manufacturer narrative:
Exemption number e2016032. (B)(4) name and address for importer site: (B)(4). Summary of investigational findings: the complaint revolves around the report that blood leakage from the hemostatic valve occurred when the user removed the pusher after device placement. A secondary component was then inserted and the leak ceased. No adverse events were reported. Internal actions is currently open to address the known issue of hemostatic valve leakage. An investigation of the returned device revealed that the failure of the complaint device was due to silicone disk tearing, the same failure that is addressed. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent aorta dissection repair. The patient's anatomy was suitable for endovascular repair. The peel away sheath was removed properly but leakage of saline from the hemostatic valve was observed when the user flushed the system of zteg-2p-34-202-pf-d at the preparation. However the user used the device on the patient and blood leakage from the hemostatic valve was occurred when the user removed the gray positioner from the valve after placing the stent graft. The user inserted the delivery system of gzsd-36-164-2 into the valve and the leak stopped and the bare stent was placed and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.